Event description:
A report was received that a patient was experiencing a burning sharp pain in her back near the paddle lead placement while the stimulation was on. The physician did not know the cause for the patient's symptom but decided to explant the entire system. During the explant procedure, a contact was dislodged off the paddle lead and the physician wasn't able to retrieve it from the patient. The patient is doing well following the explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved: model: sc-1110-02 serial#: (B)(4) description: precision ipg kit. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.